Manufacturer narrative:
Sections with additional information as of 15-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation, most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results obtained of 236 and 93 mg/dl. The customer¿s expected morning fasting blood glucose test result range is 125-140 mg/dl; expected evening fasting blood glucose test result range is 180-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and is stored in the kitchen. Customer had another vial of test strips that had been stored and handled correctly, lot number mw3299s, manufacturer's expiration date of 10/31/2020. .during the call, a blood test was performed by the customer fasting and produced test result of 133 mg/dl using truemetrix meter. The meter memory was reviewed for previous test result history: (B)(6).